Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for unrelated medical reasons on (B)(6) 2019. Upon review, the patient's right atrial lead exhibited loss of capture. A chest x-ray was then performed, and a lead dislodgement was diagnosed. Three previous chest x-rays dating back to (B)(6) 2019 and the lead was noted to be dislodged in all three x-rays as well. On (B)(6) 2019 the lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.